Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 95% stenotic and 15mm in length. It was located in the proximal circumflex artery which had a reference vessel diameter of 2.75mm. The physician advanced a csi coronary viperwire guidewire across the lesion and loaded a csi oad onto the guidewire. The physician completed three runs at low speed (35 seconds, 52 seconds and 28 seconds). During the third run, the crown jumped through to the distal end of the lesion. An angiogram revealed potential staining, but the physician continued treatment. The physician then completed, a fourth run, but at high speed for 15 seconds. The oad was removed and an optical coherence tomography catheter was advanced across the lesion, but seemed to be catching past the proximal edge of the lesion. The patients blood pressure then increased and angiography revealed a perforation at the proximal treatment site. Hydrolizine was administered to reduce blood pressure, after which the physician used a 2.5x20mm balloon inflation and resolved the perforation. A request was made to the facility for additional information, but was denied per facility policies.

Manufacturer narrative:
Device analysis the oad was returned without the original guidewire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage that would have contributed to the reported event. Further examination revealed that the crown and distal tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. The outside diameter (od) of the crown and crown location on the driveshaft were measured and met the drawing specifications. An in-house 0.012" test wire was loaded through the device without issue. When tested using an in-house saline pump, the device spun at low speed and at high speed with no abnormalities observed. The device and its components functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the root cause of the perforation could not be determined. The device was within specification, performed as intended and no defect was found. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).